Event description:
It was reported that the insulin pump alarmed off no power and the display went blank. It was started that the customer did not receive a low battery alert. The battery was nor previously used. Device was not dropped, bumped or exposed to moisture. Customer inserted a new battery and the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery. Customer did not want to stay in line. It was advised to discontinue the use of the device and revert to back up plan if the display did not return. Blood glucose value was 19.4 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.